Manufacturer narrative:
One cadd legacy plus pump 6500 was returned for analysis damaged, missing nub on the downstream sensor and had broken housing. Visual inspection revealed the nub on the dso was missing, this would cause the pump to alarm "no disposable". The damaged downstream sensor was replaced.

Event description:
Information received a smiths medical cadd legacy 6500 pump entered alarm of double beeping. No adverse patient events reported.